Event description:
It was reported that the pt had a loss of therapeutic effect. During a programming session, the hcp discovered the majority of the medication was not delivered (expected and actual volumes not reported). The pump was replaced and the pt was "again receiving good therapy. The type of medication, concentration, and daily dose being administered via the pump were not reported. Device registration system indicates morphine. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007). Pump motor stall has not been confirmed in this device.